Event description:
It was reported that while unloading the cot with the power load, the power load allegedly dropped the cot. It was reported that there was a user injury.

Manufacturer narrative:
The emt had a back strain but did not receive any treatment. In response, a visual and functional inspection was conducted by a field service tech, who confirmed the issue was with the ambulance wiring. This information was communicated to the customer and the customer is working on a resolution internally. There was no defect with the power load. Section h4 updated with the correct manufacturing date. Section h codes updated for no device problem and minor injury for the user.

Event description:
It was reported that while unloading the cot with the power load, the power load allegedly dropped the cot. It was reported that there were user injuries. Further information was not provided.